Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00162 on 23-jul-2021. Additional information (18-aug-2021): siemens further investigated the result monitor data and found no evidence of reagent delivery issues or that foaming occurred however there was evidence of weak sample mixing. Quality controls were in range at the time of the discordant patient results. An outside vendor, biomed performed maintenance and replaced the solenoid valve for compressed air system and the vertical sample arm belt. Siemens concluded that sample integrity and the instrument maintenance potentially contributed to the event. Repeat of the sample yielded expected result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result for one patient was obtained on the dimension vista 500 instrument. Quality controls were within acceptable ranges before and after the sample was processed and there was no process error around the time that the sample was run. Siemens remotely performed a quick check on the instrument, and several tests recovered outside of specifications. Then, siemens remotely reset can boards and homed all modules. A siemens customer service engineer (cse) was dispatched to the customer's site to investigate the quick check failure. However, upon arrival, the instrument was operational and the potential issue was resolved by the customer. The customer did not reveal the troubleshooting procedures that was performed on the instrument. The cause of the discordant, falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 500 instrument. The depressed result was not reported to the physician(s). The sample was auto repeated on the initial dimension vista 500 instrument and recovered higher. Additionally, the sample was repeated on an alternate dimension vista 500 instrument, recovering higher than the initial result. The result of 26 mmol/l was reported, as the correct result, to the physician(s). The customer reported that another patient had depressed results and did not provide any assay and result information. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.